Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. Reportedly, the customer reverted to an alternate method of insulin therapy.